Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device change. The right atrial (ra) lead exhibited elevated impedance measurements, decreased p-wave measurements, and high capture threshold. The physician observed conductor fracture and blood within the patient's ra lead. The lead was capped and replaced on (B)(6) 2020. Patient was discharged post procedure.